Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with critical pump error. The blood glucose was 190 mg/dl at the time of incident. Customer stated that the pump is alarming but there is no message. She removed the battery but has not been able to stop the pump from alarming. After troubleshooting of critical pump error, they received a critical pump error image on the pump screen. Customer does have a back-up plan. 20 min prior to the pump error she tested the blood glucose and bloused but nothing else. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.